Manufacturer narrative:
(B)(4). Date sent: 7/8/2024. Additional information was requested, and the following was obtained: how was the anvil removed? Surgeon took sperate incision in the large intestine to remove the anvil. Did the surgeon visualize the anastomosis or was there a leak test performed before the decision was made to create a stoma? Yes. How many complete rotations were made with the device prior to the stoma being created? Two. What were the indications for surgery? Ca rectum. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Yes. Were there any issues experienced with the device in the initial surgical procedure? No issues was observed. What healthcare professional fired the device and what is his/her experience with the device? Yes device was fired by the surgeon. He has used powered circular in 10 cases. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Don¿t know. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two complete revolution. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, donuts were complete. Were there any issues noted with staple formation? If so, please describe the shape and location. Cant describe as visibility was low. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon has done the stoma and will be observing patient for few weeks. Surgeon is the source of information.

Event description:
It was reported that during a low anterior resection after completing the firing sequence when surgeon tried to removed the circular stapler from the patient's body anvil unlocked inside the intestine and remained inside the intestine. There was a 45 minute delay in the surgical procedure. As surgeon was unsure about the integrity of the anastomosis, he created the stoma to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. D4 batch #: unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the anvil removed? Did the surgeon visualize the anastomosis or was there a leak test performed before the decision was made to create a stoma? How many complete rotations were made with the device prior to the stoma being created? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.